Manufacturer narrative:
The reported events were lead dislodgement and ¿the atrial lead was picking up ventricular signal¿. Final analysis found that as received in one piece for analysis. The reported event of ¿the atrial lead was picking up ventricular signal¿ was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. The lead was returned with the helix retracted and clogged with blood/tissue. After cleaning the helix and applying torque to the connector pin, the helix could be extended/retracted, and helix extension length was measured within specification.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited far r wave oversensing. Diagnostic imaging showed the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.